Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an outlet water temperature regulation error. However, there was insufficient information to confirm this potential root cause. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had patient temperature(pt) decreased from 33.5c to 33c. Nurse notes they started rewarming patient about 2 hours 20 minutes ago. Patient temperature(pt) has only increased 0.8c over the last 2.5 hours. Wants to know if they can do anything else to assist with warming. Discussed adding warm blankets and/or overhead warmer as long as it was not contraindicated in their protocol. Per customer via phone on 10oct2024, it was reported that the unit was not warming fast enough. Customer spoke to the biomed team, and they provided information on how to resolve the issue. Customer used a warming blanket in addition to the device to achieve the targeted temperature for the patient. Therapy was completed on the initial device. No patient impact was reported.

Event description:
It was reported that the arctic sun device had patient temperature(pt) decreased from 33.5c to 33c. Nurse notes they started rewarming patient about 2 hours 20 minutes ago. Patient temperature(pt) has only increased 0.8c over the last 2.5 hours. Wants to know if they can do anything else to assist with warming. Discussed adding warm blankets and/or overhead warmer as long as it was not contraindicated in their protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an outlet water temperature regulation error. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. UDI format updated with available product information per gudid.

Event description:
It was reported that the arctic sun device had patient temperature(pt) decreased from 33.5c to 33c. Nurse notes they started rewarming patient about 2 hours 20 minutes ago. Patient temperature(pt) has only increased 0.8c over the last 2.5 hours. Wants to know if they can do anything else to assist with warming. Discussed adding warm blankets and/or overhead warmer as long as it was not contraindicated in their protocol.